Event description:
It was reported that the customer had an a64 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated the alarm received was a64 on numerous occasions. The troubleshooting was performed. The patient was advised that the insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector at remote frequency board. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and broken reservoir tube lip.